Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 10:02 the meter result was 3.8 inr. The laboratory result was 2.8 inr. The laboratory result was from a venous sample that was collected at the same time as the meter result was obtained. The customer's therapeutic range is 2.5 - 3.5 inr. The laboratory result was deemed to be correct. There was no allegation of an adverse event. The customer is not anemic, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors or heparin, no changes in medication or diet, and no bleeding or bruising that has required medical treatment. The customer's meter and test strips were returned. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.